Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station screen was freeze while performing transaction. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station screen was frozen while performing the transaction. A technical support specialist had made three follow-ups to obtain a resolution, but there had been no response from the customer's end and technical support specialist had updated the case for closure. The system functioned as intended after the technical support specialist investigated the device.